Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The supplied operating notes indicated that the recommended surgical technique was followed with no complications. Review of the operative notes identified that the patient was revised from unknown components to the persona system. Device history record was reviewed and no discrepancies were found. Complaint history review indicated that no further actions are required, as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.